Event description:
It was reported that during a craniotomy procedure at the healthcare facility, the navigation system had to be rebooted due to error messages multiple times, leading to a delay of 150 minutes during which additional general anesthesia was administered. The procedure was completed successfully with the use of navigation; no medical intervention was reported.

Manufacturer narrative:
The reported event that the computer made them reboot multiple times during the same case and that error messages were displayed was duplicated; it was confirmed by the field service technician during the device evaluation that the system had to be rebooted multiple times and displayed an error message regarding a computer file. The software of the system was reinstalled and this action solved the problem. Based on sme consultation, errors within the computer ram, hdd, etc. May cause or contribute to an internal fatal error occurring.

Event description:
It was reported that during a craniotomy procedure at the healthcare facility, the navigation system had to be rebooted due to error messages multiple times, leading to a delay of 150 minutes during which additional general anesthesia was administered. The procedure was completed successfully with the use of navigation; no medical intervention was reported.